Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pieces of the cartridge septum were found within the syringe. Customer's blood glucose level was 228mg/dl. Customer continued to use the same cartridge.